Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. A posterior capsular tear was observed after the lens was successfully implanted in the eye. The incision was enlarged to remove the lens and required a suture to close the wound. An anterior vitrectomy was performed. The facility stated that the posterior capsular tear was not caused by the iol. Surgery was completed using another lens. The cartridge model that was used was a aq cartridge fp. The facility was unable to provide the injector model or the injector and cartridge lot numbers.